Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. A nordic bluetooth pairing test was performed and failed. Performance data was reviewed and as previously reported, the allegation was undetermined. The probable cause could not be determined via product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: investigation findings - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient received alarm (the cgm reading was 92 mg/dl) with 2 fallen arrows. The patient drank cola and took glucose and then lost consciousness, the patient was unconscious. Her husband called emergency. The emergency doctor took a bg reading which was 32 mg/dl and the cgm reading was 74 mg/dl with two arrows pointing down. The hospital examined her for possible epilepsy but the result was negative. The patient was treated with IV medication (supposed to be glucose). She was hospitalized from (B)(6) 2025 to (B)(6) 2025. At the time of the report the patient was recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient received alarm (the cgm reading was 92 mg/dl) with 2 fallen arrows. The patient drank cola and took glucose and then lost consciousness, the patient was unconscious. Her husband called emergency. The emergency doctor took a bg reading which was 32 mg/dl and the cgm reading was 74 mg/dl with two arrows pointing down. The hospital examined her for possible epilepsy but the result was negative. The patient was treated with IV medication (supposed to be glucose). She was hospitalized from (B)(6) 2025 to (B)(6) 2025. At the time of the report the patient was recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.